Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line errors which was reproduced during evaluation. Air in line errors were verified through a review of the event history log and found to be caused by the ultrasonic sensor's fluid values being out of specifications. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.